Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last basal delivery was on (b)(40 2013 and the last bolus was delivered on (b)(40 2013. Only typical usage observed in alarm history. The basals and boluses add up appropriately to total the total daily dose; showing the pump was delivering accurately until the last date used. The pump successfully passed a delivery accuracy test. The pump was found to be operating within required specifications and delivering accurately. The audio bolus button cover was observed to be torn. The audio bolus button is fully responsive to user presses. Investigators were unable to duplicate the reported complaint.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that their blood glucose (bg) for five days had been under 200mg/dl ranged in the 300mg/dl with increased urination. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient stated that they have been off the pump since (B)(6) of 2013. The patient stated that on two separate occasions for about five days, despite taking large boluses and increased basal and changed sites they could not get bg under 200mg/dl. The patient stated that they went back on injections and their bgs are in target. This report is being made due to the (history settings) inaccurate delivery issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.